Event description:
The patient reported pt received an er1 message on pt's surestep meter. In addition, the pt stated pt compared the confirmation dot on the test strip to the color chart on the test strip vial and got a result >350. No symptoms were reported. There was no allegation of harm.